Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) recorded multiple non-sustained episodes due to noise on both the rate/sense and atrial channels which resulted in inhibition of pacing. Noise could not be reproduced. Additional information was received that additional episodes of noise and oversensing have been observed.